Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510(k): this product is not marketed in the us. Claim#: 723766.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -6.50/1.0/092 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.